Manufacturer narrative:
The cause for the discordant falsely elevated cal results is unknown. Siemens is investigating the issue. MDR 2432235-2019-00221 was filed for the same event.

Event description:
Two discordant, falsely depressed calcitonin (cal) results were obtained using immulite 2000 xpi. The initial results were reported to the physician(s). One sample was repeated using the same immulite 2000 xpi and was discordant. All four samples were repeated using siemens advia centaur and the new results were correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cal results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00220 on 21-jun-2019. Additional information (16-jul-2019): the headquarters support center (hsc) analyzed the results provided by the customer. The hsc found that based on heterophilic blocking tube (hbt) results, 3 of the 5 samples recovered with lower values and appear to have an unidentified interference which affected the immulite assay and not the advia centaur assay. The other two falsely elevated samples (samples 32 and sample 34) remained elevated and discordant versus the advia centaur. No samples were available for in house testing due to sample stability of the calcitonin. As the blocking tubes on these two samples did not generate lower results, nonspecific interferent cannot be ruled out. Siemens cannot determine the definitive root cause for these falsely elevated samples. Hsc reviewed in house data for immulite 2000 xpi - cal lot 274 and 279 and found that they met all release specifications. The customer stated they will be transitioning to the advia centaur as this platform appears to be less affected by interferences. Siemens did not identify a product problem. Section h6 was updated to reflect the additional information. The instrument is performing within specification. No further evaluation of the device is required.